Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The lead was explanted and replaced. No additional adverse patient effects were reported. This lead is no longer in service.